Event description:
It was reported that during implant, the leadless pacemaker (lp) was not fixated well during the fixation testing. Following this, the helix of the lp was observed to be stretched. The lp was explanted and replaced to resolve the event. The patient was in stable condition.